Manufacturer narrative:
See MFR: 3012307300-2018-00713, 3012307300-2018-00715.

Event description:
It was reported that the adhesive for a cleo® 90 infusion set fell off. Also, the plastic knob was coming out from the middle of the adhesive. The patient's blood glucose level was on average 315. The patient stated her blood sugars were over 300 for an entire day until starting manual injections, then it lowered. The event was resolved. No adverse health outcomes were reported from this event.

Manufacturer narrative:
Four samples were received for analysis in used condition without their original packaging. Visual inspection found the samples were received with the retractor activated and the cap seal opened. The samples had no adhesive and base. Functional testing could not be performed as the samples received had been previously used and according to their instructions for use any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described. No discrepancies were found. Based on the investigation, the complaint could not be confirmed and a root cause was unable to be determined.